Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacing system was relocated to the contra-lateral side due to no vascular access at the time of attempted rv lead replacement. The patient experienced intermittent loss of rv capture with near syncope symptoms, although, patient sustained no injury. On (B)(6) 2018 the lead was capped and abandoned. Post procedure the patient was stable. The lead will not be returned for evaluation.